Manufacturer narrative:
Company comment: the serious events of swelling, erythema, and pain at implant site and the non-serious event of induration at implant site were considered expected and possibly related to the treatments. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure or the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, this remains the only medical complaint reported for this lot number. A repeat batch record review has been conducted, and no potential quality issues have been identified in the manufacturing process of the specified batch. The batch was manufactured and released according to the galderma quality management system. The information available in this case does not indicate a non-conforming product or malfunction. The investigations performed are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-nov-2025 by a registered nurse concerning a 57-year-old female patient. Additional information was received on 03-dec-2025 from the same reporter. The patient had no known medical history or allergies. She was not taking any concomitant medications. The patient had previously received unspecified treatments. Information regarding covid-19 vaccine, other vaccinations within the last 6-12 months, and dental procedures within the past 6-12 months was reported as unknown. On (B)(6) 2025, the patient received treatment with 1 ml of restylane lyft with lidocaine (lot 23411, expiry date 31-dec-2027), 0.6 ml to the chin and 0.2 ml to each side of the cheek using a needle with unknown injection technique. On the same day, the patient also received treatment with 2 ml of restylane-l (lot 23408, expiry date 31-jan-2028), 1 ml to each cheek, also using a needle with unknown injection technique. Two days after treatment, on (B)(6) 2025, the patient experienced pain/tenderness (implant site pain). Seven days after treatment, on (B)(6) 2025, the patient experienced swelling (implant site swelling) and redness (implant site erythema). Both cheeks were swollen, mostly the left cheek and chin. On the same day, the patient was prescribed treatment with prednisone [prednisone] 50 mg orally for seven days and keflex [cefalexin monohydrate] 1000 mg twice daily for seven days. On (B)(6) 2025, the patient went to the emergency room and was admitted due to continued swelling, pain, and redness. During hospitalization, the patient underwent a CT scan and unspecified laboratory tests. However, the results were unavailable, as the reporting hcp did not have access to the information. On (B)(6) 2025, the patient was discharged from the hospital with doxycycline [doxycycline] 100 mg twice daily for seven days and augmentin [amoxicillin sodium, clavulanate potassium] 875/125 twice daily for seven days. Over the weekend, in 2025, the patient contacted the hcp and reported worsening of events. She experienced tenderness, redness and hardness (implant site induration) of the chin. Additionally, the patient was prescribed corrective treatment with alopurinol [alopurinol] 100mg twice daily for thirty days, diflucan [fluconazole] 150 mg once, and triamcinolone [triamcinolone] 0.1 percent twice daily to the chin. On (B)(6) 2025, the patient was seen by the hcp and was injected with 3 ml of hylenex [vorhyaluronidase alfa] into the affected areas. She was also started on another course of unspecified steroids. On (B)(6) 2025, the hcp spoke with the patient and noted that the right cheek appeared improved. However, significant swelling of the left cheek and chin persisted. The right cheek remained red and tender with residual swelling, though overall improvement was observed. Outcome at the time of the report: swelling was recovering/resolving. Redness was recovering/resolving. Pain/tenderness was recovering/resolving. Hardness was recovering/resolving. Tracking list: v.0 initial report. V.1 batch record review investigation results were received on 05-jan-2026 and 20-jan-2026. Fu1 received on 14-jan-2026, correct lot number was updated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-nov-2025 by a registered nurse concerning a 57-year-old female patient. Additional information was received on 03-dec-2025 from the same reporter. The patient had no known medical history or allergies. She was not taking any concomitant medications. The patient had previously received unspecified treatments. Information regarding covid-19 vaccine, any other vaccinations in the last 6 - 12 months, or any dental procedures in the past 6 - 12 months was reported as unknown. On (B)(6) 2025, the patient received treatment with 1 ml of restylane lyft with lidocaine (lot 23411, expiry date 31-dec-2027), 0.6 ml to the chin and 0.2 ml to each side of the cheek using a needle with unknown injection technique. On the same day, the patient also received treatment with 2 ml of restylane-l (lot 23407, expiry date 31-jan-2028), 1 ml to each cheek using a needle with unknown injection technique. Two days after the treatment, on (B)(6) 2025, the patient experienced pain/tenderness (implant site pain). Seven days after the treatment, on (B)(6) 2025, the patient experienced swelling (implant site swelling) and redness (implant site erythema). Both cheeks were swollen, mostly the left cheek and chin. On the same day, the patient was prescribed treatment with prednisone [prednisone] 50 mg orally for seven days and keflex [cefalexin monohydrate] 1000 mg twice a day for seven days. On (B)(6) 2025, the patient went to an emergency room and was admitted to the hospital due to continued swelling, pain, and redness. During hospitalization, the patient underwent CT scan and unspecified lab work. However, the results were unavailable because the reporting hcp did not have access to them. On (B)(6) 2025, the patient was discharged from the hospital with doxycycline [doxycycline] 100 mg twice a day for seven days and augmentin [amoxicillin sodium, clavulanate potassium] 875/125 twice a day for seven days. Over the weekend, in 2025, the patient contacted the hcp and reported the events were worsening. The patient experienced tenderness, redness and hardness (implant site induration) of the chin. Additionally, the patient was prescribed corrective treatment with alopurinol [alopurinol] 100mg twice a day for thirty days. Diflucan [fluconazole] 150 mg once and triamcinolone [triamcinolone] 0.1 percent twice daily to the chin. On (B)(6) 2025, the patient was seen by the hcp and was injected with 3 ml of hylenex [vorhyaluronidase alfa] to the affected areas and was also started on another course of unspecified steroids. On (B)(6) 2025, the hcp spoke with the patient and noted that her right cheek appeared improved. However, there was still significant swelling of the left cheek and chin. The right cheek remained red and tender with residual swelling, though overall improvement was observed. Outcome at the time of the report: swelling was recovering/resolving. Redness was recovering/resolving. Pain/tenderness was recovering/resolving. Hardness was recovering/resolving.

Manufacturer narrative:
Company comment: the serious events of swelling, erythema, pain at implant site and the non-serious event of induration at implant site were considered expected and possibly related to the treatments. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure or the patient´s hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, this remains the only medical complaint reported to the lot number. To rule out a non-conforming product, a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.